Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during testing. The device had cracked belt clip slot, cracked case at the display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 106 mg/dl. The alarm occurred during normal use when the customer was about to eat and treat with the insulin pump. Customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.